Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated a few inaccurate triglyceride (tg) results due to carryover. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that there was no effect to patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the cuvettes and replaced two cuvettes. The fse verified carryover performance verification tests (pvt) testing and tg uric test.

Manufacturer narrative:
Cuvettes.